Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The needle mechanism was manually set into the locked and loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported needle mechanism could not be determined. The formed needle was inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. No bends or kinks were observed on the soft cannula. A leak test was performed and no leakages were found. Fluid was successfully able to pass through the fluid path and out the distal tip of the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20-22 mmol/l (360-396 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the needle deployed later than intended upon activation. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was placed and extended bolus was sent.